Manufacturer narrative:
Medical safety reviewed the event and noted although the patient experienced limb ischemia and underwent fasciotomy the issue resolved. Strong pulses were noted the next day. Serious injury for impella cp, and the demise outcome is associated with the related complaint for the impella 5.5 device reported under manufacturing report number 1220648-2025-28776. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs), and the following day, the patient developed decreased pulses in the right lower extremity. The impella cp was explanted and an impella 5.5 was implanted for escalation of care. During this time a fasciotomy was performed to resolve the limb ischemia, and two units of blood were given to the patient following the intervention. Strong pulses were noted status post fasciotomy. The patient was noted to be in stable condition following the event and continued on impella 5.5 mcs. However, the patient's neurological status was not fully intact, patient confused and was given haldol. Four days later, the patient experienced heparin induced thrombocytopenia (hit), and the next day a run of ventricular tachycardia, which was resolved without intervention. However, the patient was still hit positive. The patient's neurological status was still not fully intact; the patient remained confused. Approximately nine days later the patient would expire. Care was withdrawn.